Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms and could not feel the stimulation. This started ¿probably about two weeks ago¿. They also had trouble with their programmer and had put in new batteries. They did not have access to the programmer at the time of report. The patient did report that when they tried to connect with the programmer to the ins, they saw a power-on-reset (por) message on (B)(6) 2019. The patient reported that they had been in the hospital from (B)(6) 2019 where they had a CT scan on their kidney and lungs (the hospitalization/CT scan was reported as unrelated to the implanted device). The patient was redirected to their healthcare professional (hcp) for the issues. There were no further complications reported or anticipated.